Event description:
An (B)(6) male pt contacted zoll customer support to report a false indication that the electrodes were not touching his skin. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (false indication that electrodes were not touching skin) was confirmed. Upon investigation u612, an inverting charge pump, lacked an output voltage. The cause of the false indication that the electrodes were not touching the pt's skin is the inability to read the ECG waveform. The cause of the inability to read the ECG waveform is a lack of output voltage from u612. The root cause for the lack of output at u612 was unable to be positively determined. No adverse event resulted from the defective u612. The pt received a replacement monitor.